Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) reported that thermal damage was identified within the 2008t machine. The fst was called onsite by a user facility biomedical technician (biomed) when the machine experienced flow recirculation errors during rinse and heat disinfection. The fst attempted to replace the bibag interface board multiple times but the board kept shorting. There were no visual indications of thermal damage to the shorted babag interface boards (3 in total). The fst stated that the cause of the shorts was traced to an internal short of the hydraulics of the bibag unit. Components within the hydraulics appeared scorched. Fluid leaks within the machine were the cause of the internal shorts within the hydraulics. The fst confirmed that the bibag module, bibag generation 2 module, ntc 2, bibag interface board, and heater rod were replaced during this repair to resolve the reported issues. No parts will be returned to the manufacturer. No patient involvement nor personal harm to any patients or individuals was reported in relation to the reported issue.

Event description:
A fresenius field service technician (fst) reported that thermal damage was identified within the 2008t machine. The fst was called onsite by a user facility biomedical technician (biomed) when the machine experienced flow recirculation errors during rinse and heat disinfection. The fst attempted to replace the bibag interface board multiple times but the board kept shorting. There were no visual indications of thermal damage to the shorted babag interface boards (3 in total). The fst stated that the cause of the shorts was traced to an internal short of the hydraulics of the bibag unit. Components within the hydraulics appeared scorched. Fluid leaks within the machine were the cause of the internal shorts within the hydraulics. The fst confirmed that the bibag module, bibag generation 2 module, ntc 2, bibag interface board, and heater rod were replaced during this repair to resolve the reported issues. No parts will be returned to the manufacturer. No patient involvement nor personal harm to any patients or individuals was reported in relation to the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However an on-site evaluation was performed by a fresenius field service technician (fst). A photograph of the sample was provided. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event using the provided photograph. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.